Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#: unknown), sigphandle, sig power sigphandle handle (serial#: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, a yellow adapter error was displayed when the adapter was connected, hence it could not be used. It was also noted that the connection part became loose and wobbly due to the device dropping during connection. The adapter was reconnected, but the same error was not resolved. To resolve the issue, a new adapter was used. There was no patient involved.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, a yellow adapter swim lane and exclamation mark error was displayed when the adapter was connected. The adapter seat properly into the shell, but the connection part became loose and wobbly due to the device dropping during connection. The adapter was reconnected, but the same error was not resolved. To resolve the issue, a new adapter was used. There was no patient involved.